Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the right atrial (ra) lead was sensing and pacing in the right ventricle. Chest x-ray confirmed ra lead dislodgement and lead in ventricle. Programming changes were made. The patient was stable throughout.

Event description:
New information received notes the right atrial lead was explanted and replaced 6 oct 2022. The patient was in stable condition throughout.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture and far r oversensing. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of inappropriate capture and far r oversensing were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.